Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and a rise in shock impedance values. It was reported that the pacing impedances were stable. An x-ray was performed which indicates a fracture to the distal coil. The physician plans to perform a lead extraction; however, it will not be performed for approximately one month. No adverse patient effects were reported. There has been no inappropriate therapy reported at this time and the patient is not pacemaker dependent.

Event description:
Additional information was received that during a normal device change out procedure, it was noted that the right ventricular (rv) lead had been previously surgically abandoned. Further discussion with the clinic by the field representative found that a revision procedure had been performed a seven months earlier where the lead was surgically abandoned for an unspecified reason. No additional adverse patient effects were reported.